Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the battery ¿longevity was not met¿ due to an ¿unknown¿ cause.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the implantable neurostimulator (ins) had displayed end-of-service (eos). Premature battery life of the device was suspected by the neurosurgeon. The reporter indicated that this was ¿only a speculation that the ins depleted too soon.¿ the device was consequently replaced. There were no patient symptoms associated with the event. Approximately two weeks later, it was reported that the patient was receiving good therapy.